Event description:
During an emergent cricothyrotomy a #11 bard-parker protected disposable scalpel tip broke off. The scalpel tip was removed from the patient's neck in the operating room. The blade was not tagged or saved after the event.